Event description:
Pt was admitted to the hosp the evening after the 10th prosorba treatment. Pt was diagnosed with a left hemisphere stroke. Pt was discharged home after approx 4 days with no residual symptoms.